Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead pierced the vessel's lining. During implantation, a sheath was used to place the lead, but the sheath could only reach just before the junction of the subclavian vein and superior vena cava making it difficult for the lead to descend into the atrium. Physician used a contrast catheter, and the contrast agent stagnated and did not spread. Physician judged that the wire had entered a dissected layer. Physician aborted the procedure. No new lead was implanted. This rv lead will not be returned for analysis. No additional adverse patient effects were reported.